Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software was suspending insulin delivery inappropriately. There was no adverse impact to customer's blood glucose level. Recommendation was made to consult with healthcare provider regarding diabetes management.